Event description:
On (B)(6) 2012, the pt reported that his infusion device continues to automatically turn to a temporary basal rate (tbr) without him setting one. He stated that it caused him to pass out and required him to be taken to the hosp for low blood glucose levels on (B)(6) 2012. At that time his blood glucose level was 33 mg/dl. His normal range is 99-120 mg/dl. He was given sugar water and an IV to bring his blood glucose levels up. The pt stated that a few months ago he programmed the tbr to 120% because he had a cortisone shot. He turned off the tbr a few days later. A few months passed, then on (B)(6) 2012, the tbr began turning to either 150% or 160% without him setting it. He was able to cancel it and the infusion device displayed a6 (tbr cancelled), but an hour later the tbr would turn back on. During troubleshooting with the pt, he was unable to return the duration of the tbr to 0:00. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.